Manufacturer narrative:
A ge rep evaluated the sys and reseated the foot pedal cable. The sys operates as intended.

Event description:
The customer reported the sys intermittently displayed foot pedal, charger, and sys errors. No pt injury was reported.